Event description:
It was reported that the customer was experiencing high blood glucose and there were air bubbles in tubing coming from the reservoir. Customer's blood glucose was unknown. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.